Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was then explanted due to tear/break during injection into the eye on the same day. On (B)(6) 2017 the lens was exchanged for the same size and similar diopter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet been evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the vial. Visual inspection of the returned product found pieces of one haptic torn off and missing. Claim # (B)(4).